Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is displaying a blood detected alarm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed that the pcb was not detecting properly and showing a false alarm. The issue was with the solenoid driver board. The fse replaced the solenoid driver and performed all functional and safety test to meet specifications. The unit was returned to the customer.